Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that "between 8:30-9:00am, a month ago", she was attempting to test on her adc blood glucose meter and noticed the numbers were fading on the meter display. Customer further mentioned that at that time, the meter was dropped due to her "shaking". Customer stated she received a reading of 285 mg/dl but was not sure if the reading was correct, and further reported she experienced symptoms described as "nausea and dizziness" and self-presented to a hospital. At 9:30am, a reading that was "less than 285 mg/dl" was obtained on a hospital meter; however the customer could not remember the exact reading. Customer was reportedly diagnosed with hypoglycemia and administered IV fluid. There was no report of death or permanent impairment associated with this event.